Event description:
Same case as MFR report# 2134265-2009-01632, 2134265-2009-01630. It was reported that during a pci (percutaneous coronary intervention) procedure, three balloon ruptures occurred. The lesion being treated was located in an unspecified severely calcified unspecified coronary artery, the lesion characteristics are unk. The 3.0 x 15mm quantum maverick mr balloon catheter was advanced to the lesion and the balloon was inflated and ruptured. It is unk upon which inflation, the atm's or duration of inflation when the balloon rupture occurred. Another 3.0 x 15mm quantum maverick mr balloon catheter was advanced to the lesion and the balloon was inflated and ruptured. It is unk upon which inflation, the atm's or duration of inflation when the balloon rupture occurred. A 2.75 x 15mm quantum maverick mr balloon catheter was advanced to the lesion and upon inflation, the balloon ruptured. It is unk upon which inflation, the atm's or duration of inflation when the balloon rupture occurred. The procedure was successfully completed with an unspecified device. No pt injury or complications were reported. The pt's condition was reported as "good".